Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, one curved opening on the posterior side, and a fold crease. A microscopic analysis was performed which identified a smooth crease opening on the posterior side, wear abrasion, and stress marks. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.